Event description:
Additional information was received from the patient's treating physician that their sleep apnea was not vns related.

Event description:
Clinic notes were received for review on a vns patient with surgery pending addressed in medwatch report number: 1644487-2012-00755. During review of clinic notes, it was noted that the patient had a history obstructive sleep apnea and uses a CPAP. The relationship to their vns and start date of the event are not known. Good faith attempts are underway for further details.